Event description:
It was reported that the patient presented in clinic for device check. Interrogation revealed that the patient's leadless pacemaker (lp) failed to sense and failed to capture. Dislodgement of the lp to the lung was alleged. No intervention was performed. There were no patient consequences.

Event description:
New information received indicated the lp had dislodged to the right groin region. The lp was retrieved and reimplanted on (B)(6) 2025. The patient was in stable condition.